Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman truseal access system and a 27mm watchman laa closure device & delivery system were used. The closure device was successfully implanted. Shortly after the procedure, the patients blood pressure dropped and it was noted a pericardial effusion occurred. A pericardiocentesis was performed and 200cc of fluid was drained. The patient remained stable afterward and continued to be stable the following day.